Manufacturer narrative:
Unit received motor error alarm during rewind due to encoder out of phase. Pump received with scratched lcd window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received excessive motor error alarms during rewind. Alarm history showed motor error alarms. Customer's blood glucose was not reported. Insulin pump would be replaced.